Event description:
It was reported there was a shocking or jolting sensation. It was logged that about one month prior to report, while playing baseball, "the neurostimulator (ins) got hit, real hard." It was reported the patient felt a shocking sensation at the ins site, unsure if stimulation was on or off. It was noted the device was not checked at the time. The caller reported never having therapeutic effect. It was reported "the stimulation was not help," and the patient then turned stimulation off. It was reported there were telemetry issues and an ins overdischarge was suspected. It was logged they were unable to communicate with the clinician programmer ((B)(4)), patient programmer (pp), and the recharger (insr). It was reported the patient had not used or felt any stimulation for the preceding month and had not charged for that month. Additional information received reported the patient was seeing the doctor (B)(6) 2012 and would do an x-ray to confirm the device was not flipped. It was noted they were still unable to communicate with any device, ie. Pp/recharger/(B)(4). It was further reported a possible problem with the ins was reviewed / suspected / alleged. It was reported there were telemetry issues. It was later reported the patient was over discharged. It was noted they were able to jump her battery and she charged and at the time of report was using her device. Additional information received reported overdischarge due to non compliance. It was noted the patient had recharged and was using stimulation at the time of report.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted but no additional information was obtained. The 37712 ultra remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4). The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-02, lot# n298417, implanted: (B)(6) 2012, product type: accessory. (B)(4).